Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet, the patient experienced a high glucose excursion to 275 after breakfast followed by a low glucose event to 54 while shopping, which the patient attributed to meal plus correction insulin; the patient was treating the low with oral glucose and waiting to reassess. Symptoms included hypoglycemia and lethargy described as feeling tired and foggy, with no symptoms reported during the prior hyperglycemia. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.